Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the biometric identifier (bio ID) timed out during login and that password authentication took more than 45 seconds. A technical support specialist dialed into the station and applied relevant knowledge article (ka) to uninstall and reinstall the bio ID driver, after which the installation completed successfully. The appropriate supervisor was informed of the troubleshooting steps taken and was advised that the user attempt logging in using bio ID. The relevant stakeholder was notified via email that the issue had been troubleshot; however, the issue was not fully resolved at that time. Subsequently, a field service engineer worked with the customer support team and the customer and determined that the reported issues were related to domain authentication delays caused by server-side domain issues. A wireshark trace was completed and provided to the hospital it team for further analysis. The customer resolved the server-side issue, and normal system operation was restored. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, biometric identifier was timed out on login and password login took on excess of 45 seconds. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.